Event description:
It was reported the a-rubber stopper got stuck in the biopsy channel. The issue occurred during reprocessing. There is no patient involvement on this reported event. No user injury reported. Device evaluation found foreign object in the channel, foreign object stuck in the biopsy channel. This report is being submitted for device reprocessing issue (foreign object found stuck in the channel).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair performed suction check and found foreign object stuck in the biopsy channel. Brush passage test did not passed on the insertion tube (I/t). The customer reported issue was confirmed. Furthermore, inspection found cracks on both sides of the a-rubber (bending manipulation/insertion tube) . Leak test performed and no leak was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was reported having occurred because a rubber stopper was broken and its tip got stuck in the biopsy channel. However, a definitive root cause was not able to be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "the accessories listed on the front cover of this manual cannot be refurbished or repaired and are intended to be replaced once they show any signs of wear and tear. Should any irregularity be observed, use a replacement accessory instead. Using defective accessories may cause equipment malfunction, reduce the efficacy of reprocessing, present a risk to patients and/or operators, or damage the endoscope and/or accessories." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported they perform a residue test on every scope before procedure. They use a ¿3m atp system¿ and ¿medivator advantage with rapicide hdl (high-level disinfectant)¿ for reprocessing. Customer reported using a ¿small rubber stopper which is cone shaped¿ when testing for residual contaminants and the tip of this rubber stopper got stuck in the biopsy channel during reprocessing.